Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the customer experienced hyperglycemia and the insulin pump had a motor error alarm. The customer's blood glucose level was 420 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they were able to clear the alarm and able to complete the insulin pump rewind; however the alarm recurred after the insulin pump rewind. The customer was unsure if the drive support cap was protruded, loose, sticking out or flush. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.